Manufacturer narrative:
The device was not returned for analysis; however, session records were provided for review by technical services. Analysis of the session records indicated that the device was post-paced t-wave oversensing. The cause of the reported event remains unknown.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri (elective replacement indicator) alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was in stable condition during and post procedure.

Manufacturer narrative:
Final analysis found that interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).